Event description:
Event description guidant received information that 4 months months post implant of this cardiac resynchronization therapy defibrillator (crt-d) reproducible noise was exhibited on the rate/sense channel. The patient is pacmaker dependent and experienced symptoms with the inhibition of pacing.